Event description:
It was initially reported that the pump was filled on (B)(6) 2011 with compounded drug. Within 3 days, the patient was feeling stiffness in the left arm, weakness in the body, and was admitted to the hospital. On (B)(6) 2011, the pump was emptied and the drug volume was within specification. The pump was then refilled using lioresal concentration of 2000 mcg/ml; daily dose was 444 mcg. The patient also had been taking oral baclofen. As of (B)(6) 2011, the patient was "doing better." A dye study was performed and showed no issues. There were no pump alarms. A roller study was performed on (B)(6) 2011; during which a 0.01 ml priming bolus was programmed. The rollers did not move, but they waited only 15 seconds before taking the second image. They planned to re-take the second image 'since it took at least a minute for the bolus to be completed'. It was later reported on (B)(6) 2011 that initially, it didn't look like the rollers moved. When it was repeated, it was quite obvious that the rollers had moved about 60 degrees. It was stated that no definite cause was identified; 'possibly due to the use of compounded baclofen prior to onset of symptoms'. The patient's symptoms were subsiding and he was to be discharged from the hospital. No explant was planned at the time of this report.

Manufacturer narrative:
Catheter model: 8709sc, serial # (B)(4), implanted on: (B)(6) 2008, explanted on: unk.